Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ to conform with updated procedures, sections d6 & h10 have been revised with updated information.

Event description:
The user facility reported a 26-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after seven hours of support, the impella cp was explanted and the patient was to be escalated to impella 5.5, but due to presence of a clot in the left ventricle. The decision was made to escalate to extracorporeal membrane oxygenation (ECMO) instead. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.